Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during a combined retina/lensectomy procedure there was a decrease in aspiration. There was a burning smell and the patient experienced a scleral burn at the incision site. No alarm was noted. The burnt area was removed at the end of the procedure. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Additional information has been provided in device available for evaluation?, device evaluated by MFR?, evaluation codes. And additional MFR narrative. (B)(4). The clinical analyst has reviewed this file and stated the following: ¿the customer reported decrease aspiration and a patient experienced a scleral burn. The customer noted that they noticed poor aspiration while using the fragment handpiece during a retina case on (B)(6) 2016. They noticed a burning smell from the eye. The customer noted the fragmentation handpiece did not get hot. No alarm sounded. It looked like there was a burn on the sclera when the surgeon removed the fragmentation tip at the end of the case. The surgeon contacted the company sales representative to review the settings for the fragmentation handpiece. The surgeon noted the event occurred during the lensectomy procedure. The surgeon initially observed poor aspiration which could have been the result of a clogged tip or an incorrect setup. The thermal burn was at the limbal area where the frag needle entered the eye. The thermal burn was significant, but the visual acuity wasn't affected. The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The fragmentation handpiece (hp) was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The handpiece was tested and found to meet product specifications. The surgeon contacted technical services asking about settings for the fragmentation hp after the reported event occurred. An in-service was then recommended to the site for training on proper setup of the fragmentation hp. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on june 26, 2012. Based on qa assessment, the product met specifications at the time of the consumable lot complaint history was reviewed. This is the first complaint for the finish goods consumable lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause or determine the exact failure mode. Potential root causes could be related to surgical technique or manufacturing related issue, however; this cannot be confirmed with the information available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).